Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; disease progression with aorta dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression with aorta dilatation).

Event description:
A valiant thoracic stent graft was inserted in a patient for the endovascular treatment of an 8 cm in diameter thoracic aortic aneurysm. A couple months prior to the stent graft implantation, the patient had a carotid to subclavian bypass. Vessel morphology at the time of implant was reported as mild iliac and severe aorta tortuosity; mild access artery calcification; 40 mm native aorta diameter between lsa and lcc; 42mm aorta diameter at the beginning of proximal neck; 300mm aneurysm length; 44mm aorta diameter immediately distal to the aneurysm; 10mm distal neck length;10 mm diameter bilateral access vessels. The six month and twelve month CT demonstrated that there was a distal type ib endoleak present. The investigator assessed that there is no relationship to the device or the procedure. The patient has no clinical symptoms. The endoleak is continuing and no intervention was performed. It was reported that the twenty-four month follow-up CT revealed there was disease progression with aorta dilatation and the distal type I endoleak was continuing. The aorta has changed from 40 mm to 45 mm in diameter between lsa and lcc; the proximal aorta neck has changed from 42 mm has changed to 44 mm in diameter; the aneurysm has changed from 8 cm to 8.3 cm in diameter; the aorta diameter immediately distal to the aneurysm has changed from 4.4 cm to 9.2 cm. Six months later the physician elected to implant another valiant stent graft however the endoleak was not resolved. The patient will be monitored. No additional clinical sequelae were reported.